Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The investigation is ongoing. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the dunk test was passed. The forceps passage had kinks and debris present. The rubber glue was cracked. No corrosion was noted in the bending section. There were dents in the plug unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera iii colonovideoscope was found to have black flecks coming out of the distal tip. There was no patient impact related to this occurrence.